Event description:
The customer contacted stryker to report that their device stopped providing voice prompts during use with a patient. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. A clinical review of this event was performed and it is unknown if the device caused or contributed to the reported outcome.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report that their device stopped providing voice prompts during use with a patient. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Event description:
The customer contacted stryker to report that their device stopped providing voice prompts during use with a patient. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
Additional information became available and another clinical review was completed. Through review of the software logs it was found the device did not cause or contribute to the patient outcome.